Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA. (B)(4). Results of investigation: carefusion 3rd party certified service technician was able to duplicate the reported complaint regarding ventilator delivering higher than set tidal volume. Flow valve was replaced to resolved the reported issue.

Event description:
The customer reported that the ventilator was delivering higher than set tidal volume.